Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket swelling and felt tingling and burning sensation in the device. The patient underwent ultrasound, x-ray and found lymph nodes swollen around the heart and caused swelling under arm. There were no additional adverse patient effects reported. This rv lead remains in service.